Event description:
Additional information reported that the report of the rhc indicated that the patient was extremely dry and midorine was added to medication. Cause of the low flow was determined to be due to extreme dehydration despite drinking 2-4 liters of water daily.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate ii left ventricular assist system (lvas). A direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed 62 low flow hazard alarms were captured throughout the log file on (B)(6) 2021 through (B)(6) 2021 when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. According to the account, the low flow alarms resolved on their own. The account communicated that the patient was in the clinic awaiting a clinical decision for disposition and concern for right ventricular (rv) failure. The patient presented with reports of worsening dizziness, fatigue, and had numerous low flow alarms. The patient was hydrated, and workup was done with possible right-heart catheterization (rhc). The right heart failure plan of care was to look for causation (rhc, echocardiogram), hydrate the patient, and review medication. No echocardiogram was performed, and the patient¿s medication was to be adjusted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2015 via customer order (b)(4;). The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU right heart failure as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This IFU also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic awaiting clinical decision for disposition. The patient presented with reports of worsening dizziness, fatigue, and has numerous low flow alarms. Low flow alarms have been increasing in frequency over last few months despite decreasing hypertension medications. Patient had stable mean arterial pressure (70-80s at home). For the patient¿s dizziness, patient was hydrated and work-up done with possible right-heart catheterization (rhc). Right heart failure plan of care is to look for causation (rhc, echocardiogram), hydrate patient, and review medication. No echocardiogram was performed. The patient¿s medication is to be adjusted and rhc will be scheduled. Log file submitted captured low flow events throughout the event history. There were no other unusual events recorded in the log file event history.